Event description:
It was reported that an ultrasound-guided retrograde puncture of the left common femoral, a left-to-right access (in crossover-aorta and calcified iliac arteries was performed. When attempting to deploy the 5.0x120mm absolute pro self-expanding stent the thumbwheel became blocked and the stent only partially deployed; however, after several attempt to remove the stent, the stent elongated and deployed into an accordion shape not in the target lesion. The area was dilated with a 5mm unspecified balloon. After percutaneous closure, an area of ischemia was identified on the patient's foot and popliteal re-occlusion was noted on the ultrasound. Therefore, the stent was covered with unspecified nine overlapping stents. Good angiographic results were noted. There was no patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking was able to be confirmed. The reported difficult or delayed activation and the reported stretched stent were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues and manufacturing corrective actions have been identified and implemented for each of the identified causes. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported ischemia and obstruction/ occlusion, and the relationship to the product, if any, cannot be determined. The reported patient effects of ischemia and occlusion is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as possible complications. The treatment appears to be related to the operational context of the procedure.